Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that testosterone leaked past the plunger of the bd integra¿ syringe with detachable needle, and the consumer did not receive their full dose. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported fluid bypassed the plunger stopper. Did not receive his full dose of testosterone."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that testosterone leaked past the plunger of the bd integra¿ syringe with detachable needle, and the consumer did not receive their full dose. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported fluid bypassed the plunger stopper. Did not receive his full dose of testosterone."